Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a separation between the second y-site clearlink and the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the y-site (clearlink) of a clearlink system continu-flo solution set resulting in a dynamic leak of medication. The leak was discovered 4 hours into an intravenous drip therapy including normal saline with insulin piggybacked at a flow rate of 6ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.